Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading was 43 mg/dl. The customer stated that there were no significant events leading to the hospitalization. She advised that she had not been wearing the insulin pump at the time of hospitalization, as she had disconnected from it on the same day, prior to the event. She stated that she did not believe the issue was related to the insulin pump. She noted that the doctor in the hospital believed that the event was the fault of the insulin pump, but she disagreed. She stated that she had been off of insulin pump therapy for 3 days, and the device behaved the same way before and after her discontinuation of its use. She requested to know the daily totals of insulin, which was 10 units, and wanted to know why they were so high. She was advised that it started from 12am and would continue counting even if it was not attached to the body. She declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.